Manufacturer narrative:
Additional information: product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. Heads are manufactured at the following location: (B)(4).

Event description:
The consumer alleges that after one use the head part of the toothbrush and the bristles started falling apart in his mouth. This happened when it got turned on and when he used it. It completely detached. This event is being reported conservatively based on the allegation of a malfunction with the potential to cause serious injury.